Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, while using the device at ileocecal area resection, on the fourth firing of side to side anastomosis ,the firing with reload stopped on the halfway. They replaced by a new reload, and the firing was completed with no problem. It was noted that the tissue was not thick. No patient injury.